Event description:
Nurse reported that the customer was hospitalized for high blood glucose and dka. Customer also reported that they had delivered a bolus and the bolus amount had counted up on the pump display, but the bolus wasn't recorded in memory.